Event description:
Pt was post cardiac arrest and on respirator. Routine morning blood gas drawn - revealed po 43. Monitor showing sao2 94%. Blood gas repeated stat - showed po 42.5. Another pulse ox placed on pt and showed sao2 83%.